Manufacturer narrative:
The treatment resulted in serious injury, skin buns with secondary infection, necessitating treatment with antibiotics. The injury might result with scars. The clinician inadvertently lasered over the tattoos, despite using taping over the tattoos. However, depending on the type of tape that was used, the laser potentially penetrated the tape enough to cause burns in the tattooed areas.

Event description:
It was reported that a patient was burned during a laser hair removal treatment, using the laser over tattoos.